Event description:
On (B)(6) 2017 propofol administered. Pump programmed to infuse at 22 cc/hr. Administered 100 ccs in approx 1.5 hrs. Vss stable, sedation was paused and pt able to awake, respond to commands to move his extremities. Device sequestered. Failed flow rate test with rate at 200 cc/hr and volume to be infused 50 ccs. Administered 60 ccs during time period. Device delivered to baxter for service.